Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the hemostasis valve of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Blood was observed in the hemostasis valve of the delivery catheter. Blood was observed on the shaft of the delivery catheter. Blood was observed on the septum of the delivery catheter. Visual analysis of the catheter indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the inner valve of the catheter folded over. The catheter was replaced. No patient complications have been reported as a result of this event.